Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device would not power on with battery power, the device successfully powered on via ac power. Complainant indicated that there was no patient involvement in the reported malfunction.